Manufacturer narrative:
The setscrew and multi-axial screw were returned to medtronic for evaluation. Visual examination of the pedicle screw reveal witness markings on one side of the rod solt suggesting the rod may not have been seated completely. Examination of the setscrew reveal no damage and markings suggest good contact with the rod. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the patient diagnosed with scoliosis underwent surgery for implant of posterior fixation with rods and pedicle screws from t4-l3. X-rays taken in 2008 reveal a setscrew backed out of the left l3 screw. The patient underwent a revision surgery to replace the screw.